Event description:
It was reported that a leak through the watchman device fabric occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was deployed. While assessing for leaks, transesophageal echocardiography (tee) noted a leak through the fabric of the closure device. Per color doppler, there appeared to be a hole in the fabric of the closure device. A full recapture of the closure device was performed, and a new 24mm closure device was successfully implanted in the laa. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman flx delivery system with the implant in the sheath and blood in the device. The sheath, hub, tip, core wire, implant frame, struts, anchors and fabric were visually and microscopically inspected. Inspection of the device found numerous kinks in the sheath. The fabric and implant met all specifications. Media from the clinical procedure was provided to bsc and was reviewed by bsc global medical safety. The media review report concluded: 1 still image and 1 video clip received. The clip shows the deployed device and not yet released in the laa with a visible color doppler flow near the shoulder towards the limbus. The flow is not bidirectional and does not enter the device. It is possible that it is a peri-device flow shown in a suboptimal imaging plane to visualize it as peri-device flow. The still image shows the same color doppler flow in the same tee angle. Product analysis could not confirm the reported event as there was no damage or defect found on the implant fabric.

Event description:
It was reported that a leak through the watchman device fabric occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was deployed. While assessing for leaks, transesophageal echocardiography (tee) noted a leak through the fabric of the closure device. Per color doppler, there appeared to be a hole in the fabric of the closure device. A full recapture of the closure device was performed, and a new 24mm closure device was successfully implanted in the laa. There were no patient complications reported.